Event description:
New information received notes that the patient returned to the clinic after receiving inappropriate atp and high voltage therapy. The device was reprogrammed. A week later the patient came back and was hospitalized for further evaluation. No further information is available.

Event description:
It was reported that the patient presented to the clinic after receiving inapropriate atp and hv therapy for atrial arrhythmia. R-p timing was not consistent and it was determined that the event originated in the atrium. Device reprogramming was recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.